Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2014-15400. Reference MFR report: 1627487-2014-15401. Reference MFR report: 1627487-2014-15403. The pt has 2 extensions (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing intermittent stimulation. The pt stated it felt as if his stimulation was turning itself off, but the programmer indicated stimulation was still on. The pt also experiences overstimulation when stimulation is initially turned on. Diagnostic testing indicated low impedance readings. The pt is to consult with his physician regarding undergoing surgical intervention at the later date as the next course of action.